Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance results were obtained during routine diagnostic testing. The treating physician was unsure of the cause of the high lead impedance. Revision surgery is likely. Good faith attempts for additional information have been unsuccessful to date.